Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. This is the first of two reports from this facility. (B)(4).

Event description:
A surgeon reported that two knives were too blunt to be used during surgery. Patient impact information is unknown. Additional information has been requested. Additional information was received clarifying that an alternate knife was obtained in order to continue the procedure. There was no impact to the patient.

Manufacturer narrative:
One opened blister package was received by manufacturing with no actual knife sample contained within. As no actual cutting instrument sample was returned for evaluation, the condition of the product could not be verified. The product packaging and lot number were confirmed to correspond. A review of the related device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are two additional complaints associated with the provided lot number for the reported complaint issue. As no actual knife sample was returned and the device history record review of the provided lot number indicates that the product was processed and released according to acceptable criteria, the root cause for customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).